Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the drive support cap was loose and sticking out from the side of the insulin pump. The customer¿s blood glucose level was unknown. The device had been out of warranty and will not be returned for analysis.